Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. This rv lead was abandoned surgically. Additional information received indicated that the physician elected to insert a new lead during the device change. The threshold on the lead was chronically high over year. The physician felt there was tissue on the lead tip. No additional adverse patient effects were reported.